Manufacturer narrative:
The customer did not return any product. Since the product was not returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek xs meter and an unknown laboratory method. The patient was admitted to the hospital on (B)(6) 2019 with "dvt" and has another blood clot that "is not deep tissue." The patient initially tested at 11:30 a.m. On the day of the event with a result of 2.4 inr. The patient was tested on the doctor's coaguchek xs meter at 1:30 p.m. With a result of 1.4 inr. It is not known if different fingers were used for these tests. The result from the laboratory at 2:30 p.m. Was 1.2 inr. The patient's wife and the doctor think the results of 1.4 inr and 1.2 inr are correct. The patient received lovenox injections based on these results. The patient's therapeutic range is 2 - 3 inr. The last 3 results in the meter memory are 2.0 inr, 2.1 inr and 2.0 inr with a year of 2017. The date is not set correctly in the meter; it is not known when these results were actually obtained. It is not known if any adjustments were made to the patient's warfarin dose prior to the event. It is unclear if the patient was regularly testing prior to admission to the hospital. The meter and test strips were requested for investigation. Relevant retention test strips (lot 25863) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.